Event description:
Procedure: nephrectomy. According to the reporter: the surgeon stated the stapler was making an unusual sound. Once he fired and released the jaws from the tissue, blood rushed from the point of the transection, almost as if no staples were deployed. There was total bleeding reported in excess of 250cc. There was no unanticipated tissue loss. The patient status is good.

Manufacturer narrative:
(B)(4).